Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device light failed during intubation. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). Catalog# corrected to 004671003. The sample was returned from the customer and sent to the manufacturing site (B)(4) for evaluation. The manufacturer investigation report is as follows: we checked the received sample and found there was no light issue but preliminary inspection indicates that the end cap was loose. After tightening the end cap the blade was engaged and the led was displaying a bright, steady light. Pressure was applied to the blade and no flickering was witnessed. This event was caused by loose bottom cap that may be induced by the customer. The manufacturing site is inspecting the functionality of the blade 200% prior to shipment. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges that the device light failed during intubation. It was reported there was no injury or consequence to the patient.